Event description:
Reported noted fine glittering, which seemed to be located in the posterior chamber, during cataract surgery. The highly reflective particles got stuck to the iris. Not all particles were removed, but surgeon does not feel they will cause damage to the eye or patient's general health.